Event description:
It was reported that the health care professional (hcp) called with concerns of noisy signals in the right ventricular (rv) channel and requested technical services (ts) review of this cardiac resynchronization therapy defibrillator (crt-d) device stored ventricular episodes. Upon review, the presenting electrogram (egm) showed that the device had delivered a burst of inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. It was also noted that the patient had experienced symptoms prior to the shock. Further review revealed that the noise was oversensed and pacing had been inhibited for more than two seconds. Ts determined the oversensed noise seen on the egm may be due to electromagnetic interference (emi). Ts advised the hcp to schedule a visit with the patient for further evaluation. No adverse patient effects were reported. The device remains in service.